Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's husband reported his wife is experiencing concern with the infusion device. Husband stated the infusion device didn't deliver a prolonged bolus of 30 minutes duration on yesterday. Husband reported patient is using the prolonged bolus every day during dinner time. Verified patient is using the correct procedure. Husband stated on (B)(6) 2013 and on (B)(6) 2013 the infusion device didn't deliver the prolonged bolus and that brought the patient's blood glucose level up to 300 mg/dl. Patient's usual blood glucose level is about 160 mg/dl. Husband reported the patient realized the infusion device didn't work because her blood glucose level was too high. Husband stated the device usually works fine and the patient is currently using it. Husband reported the infusion device correctly delivered insulin except for the 2 days indicated. Verified the prolonged boluses were displayed properly on the display of the infusion device. Patient's current blood glucose level is 160 mg/dl; she took corrective boluses. Husband stated he assists the patient with the use of the infusion device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.